Event description:
The rep reports they are going to do an elective replacement of the abbott ins with an (B)(6) ins(implantable neurostimulator). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).